Manufacturer narrative:
E1 phone number: (B)(6). B3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the wi-fi communication error occurred three times within a few months. The event occurred during patient use.

Manufacturer narrative:
One device was returned for analysis of complaint of wi-fi communication error. Found no service history in last 12 months. Review of event history log showed repeated events of the failure followed by the pump defaulting from fatal system error. Visual and functional testing was performed. Device, including the comm module. Is overall all in good condition. Evaluation could not duplicate the reported failure. No problem found with the wireless connectivity functions of the pump and comm module. Confirmed the failure in the event log from the pump but could not duplicate the fault. Based on the evaluation results, no fault was found with the wireless connectivity functions of the comm module.